Manufacturer narrative:
This report is submitted january 3, 2020.

Manufacturer narrative:
This report is submitted on 26 november 2019.

Event description:
It was reported that the device was electively explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.